Event description:
A customer reported that the first part of the surgery went without any issue, but when the surgeon tried to use the footswitch, the screen went black. The staff rebooted the system. The screen continued black and everything had frozen. There was no system message reported. The surgery was completed manually with no patient harm. The rest of the list was cancelled. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).